Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for shortness of breath. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible with pocket manipulation and isometric testing. All other electrical measurements were in range. No intervention was performed. The patient was in stable condition.